Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pet lock was separated, the pull wire was retracted out of the pusher assembly distal tip and the embolization coil was detached. This typically occurs during detachment of the coil. Based on the returned condition, the root cause of the reported detachment issue could not be determined. Further evaluation revealed that the pusher assembly was kinked and fractured on the proximal end, additional pusher kinks on the distal shaft and offset coil winds on the embolization coil. This damage was not mentioned in the reported complaint and may be incidental, and the root cause could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using penumbra smart coils (smart coil), a penumbra smart coil detachment handle (handle), and two non-penumbra microcatheters. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician successfully implanted one smart coil into the target vessel using the handle and microcatheter. The physician then advanced a new smart coil into the target vessel using the microcatheter, then attempted to detach it using the handle. However, the smart coil failed to detach. Therefore, the smart coil was removed. Next, the physician successfully implanted two non-penumbra coils into the target vessel using the microcatheter. The physician then advanced another smart coil into the target vessel using the microcatheter, then attempted to detach it using the handle. However, the smart coil failed to detach. Therefore, the physician decided to remove the smart coil. However, while retracting the smart coil, the smart coil unintentionally detached. The physician pulled out the smart coil. The procedure was completed using five non-penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.